Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a virus. Troubleshooting was performed. Prior to the event, the insulin pump alarmed no delivery. The tubing of the infusion set was smashed at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.